Manufacturer narrative:
Other relevant device(s) are: micra-delsys d4: model #: mc1vr01us-delsys / expiration date: 22-dec-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Evaluated by MFR: no. Dev rtn to MFR? No. Mfg date: 14-jan-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the tether of the delivery system (ds) became twisted. After multiple attempts the tether was untwisted and the implant procedure progressed after placing the ipg and during tether removal the tether became tight and difficult to move after initially moving smoothly. The tension subsequently dislodged the device. While attempting to capture the device the tether "fully let go" and the device displaced and lodged into one of the pulmonary arteries. The device was ultimately retrieved with a sheath and snare. The ipg and ds were attempted / not used. No patient complications have been reported as a result of this event.